Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the lvad and the report of gastrointestinal bleeding cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2020 at 07:28:52 to (B)(6) 2020 at 13:20:34, per the timestamp. No notable alarms were captured, and the system appeared to have been operating as intended. The patient was admitted to the center due to complaints of low energy/stamina, as well as for a low pulsatility index trend over a three-week period. The account later communicated that the patient was found to be hypovolemic as a result of gastrointestinal bleeding. The patient was transfused with blood products and will be placed on an octreotide injection to prevent further bleeding. The patient was discharged home and remains ongoing on vad-20213. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16oct2017. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines the pump parameters, including pulsatility index (pi), and provides information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient is currently admitted for low pulsitile index (pi) trend for the past 3 weeks with low energy and worsening stamina. Log file submitted revealed a couple of drops in power/flow below baseline on (B)(6) 2020 during a series of pi events; however, here were no other unusual events recorded in the log file event history. Additional information reported that the patient was found to be hypovolemic as a result of gastrointestinal bleeding (gi) and was transfused and is currently at home doing well. The patient will be placed on octreotide injection to prevent further bleeding. No additional information was provided.

Event description:
Additional information reported that gastrointestinal bleeding (gi) was confirmed through esophagogastroduodenoscopy (egd), colonoscopy and capsule study performed. There was never a problem with the device reported.